Manufacturer narrative:
Manufacturer's investigation conclusions: thrombus was confirmed through the evaluation of heartmate ii lvas. The pump was returned assembled with the driveline (dl) cut approximately 1.5¿ from the pump housing and the remaining distal portion of the dl was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The sealed outflow conduit (outflow elbow, outflow graft, and outflow graft bend relief) was returned attached to the pump¿s outlet port. The bend relief collar was sutured in place around the outflow graft nut. Upon evaluation of the device, coagulated blood mixed with tissue-like clotted blood was found within the inlet tube, outflow graft, outflow graft attachment and outflow elbow. The observed depositions appeared consistent with poor surface washing due to an interruption in flow. Further evaluation of the device revealed a large, red, tissue-like thrombus surrounding the bearing ball within the proximal side of the outlet stator. Its lack of concentric layering indicates that this deposition did not initially form in the outlet stator. The origin of this deposition could not be determined. Its areas of denaturation and concentric contact marks noted on the outlet portion of the rotor indicate that the thrombus was present while the device was supporting the patient; however, the duration of time that it was present in the device could not be determined. Although a specific cause for the development of the thrombus and the duration of its presence within the pump could not be conclusively determined, it would have created additional resistance on the spinning rotor and contributed to the pump power elevations and momentary pump stoppage captured in the submitted system controller log file. Thrombus formation is complex and multi-factorial in nature and not necessarily related to a single physiological or device-related factor. Examination of the returned portion of the driveline found it to be unremarkable. Electrical continuity testing of the wires did not reveal any discontinuities or shorts. Visual inspection of the wires found no insulation damage or wear. The driveline was submerged in a saline bath for hi-pot testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that could have contributed to a potential electrical short. Upon removal of the observed depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 4 years, 3 months. This event occurred at (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. On the (B)(6) 2019 at the patient's regular follow up, changes in pump parameters were noted and lab results were indicative of pump thrombosis. "Patient was admitted to urgent heart transplant list". At the beginning of treatment, the patient was stable but after a while due to hemodynamic worsening, inotropic support with dobutamine was started. Later it was confirmed with echo that there was no flow through the pump. On (B)(6) 2019, it was diagnosed that the lvad wasn't supporting the heart anymore. Inotropic and vasoactive support was increased to compensate for this lack of lvad support. Patient then had a pump exchange due to pump thrombosis. After patient was supported with ECMO for the first two days after the operation. ECMO support was withdrawn on (B)(6) 2019 as patient was stable enough. No further information was provided.